Event description:
The facility's head rn reported an incident of non-delivery during clinical use. The pump, serial number unknown, was set to infuse heparin and the pump appeared to be running appropriately but when the nurse checked, most of the fluid was still in the bag. No pt injury was associated with this report, only some additional monitoring. The pump was not isolated so no eval can be performed. Despite baxter's efforts to obtain info regarding the date the report occurred, pump programming and set-up info, specific pt details, tubing product code and lot number being used, no further info was available.